Event description:
It was reported that a sterility issue occurred. Upon receiving the product, an opticross hd catheter came without the mdu sterile bag. There was no noted damage on the packaging. There were no patient complications reported.